Event description:
Reference number (B)(4) event occurred in south africa it was reported that patient faced infusion set cannula insertion needle was broken event on (B)(6)2024. No further information available